Manufacturer narrative:
Calibration data provided seems acceptable. The event occurred at the beginning of (B)(6) 2017. Typically, high discrepancies in patient results and qc results are caused by frozen reagent cassettes due to incorrect shipment or storage. The customer indicated that qc is run every 150 patient samples and qc results were always within range. It is likely that multiple reagent cassettes were in use during the time of erroneous results. Additional qc trace data was requested for investigation but has not been provided. A potential cause for this issue may be that one reagent cassette that was not tested with qc due to high workload was affected by the issue of freezing; however this cannot be verified due to how much time has passed. An additional root cause could be that the issue was caused by a sample probe issue that was solved when the fse replaced it. The customer is not aware of any additional issues since the service visit.

Manufacturer narrative:
Upon follow up, the customer stated that qc is performed on each cassette. The customer is aware of the frozen cassette issue, but thinks it is an unlikely root cause for this event. The customer thinks the root cause of the issue was the sample probe that was replaced by the fse since the problem was solved after replacing it.

Manufacturer narrative:
(B)(4)

Event description:
The customer complained of erroneous results for 17 patient samples tested for a1cx-2 tina-quant hemoglobin a1cdx gen.2 whole blood application (a1cx-2) on a cobas integra 800 instrument. The 17 patient samples were tested over the course of a 12 hour period between (B)(6) 2017. The initial results had been reported outside of the laboratory and corrected reports for the 17 patient samples were issued after repeat testing was completed on a different integra 800 instrument. There have been no known adverse events. The a1cx-2 reagent lot number was 14350601 with an expiration date of 10/31/2017. The customer stated that quality controls (qc) were run at least every 150 samples out of the 2000 samples that were run with the 12 hour period between (B)(6) 2017. Qc was in range at all times. The field service engineer (fse) had recently visited the customer site on due to quality control issues. The fse checked the analyzer photometry, pipetting, fluid and temperature units. All were operating within specification. The fse changed sample probes and checked reagent probes and tubing. Multiple parts were checked and diagnostic testing was performed. The instrument was operating within specification. Due to the issue with a1cx-2 patient results, the fse returned to the customer site. Flow rate and precision testing was performed. The analyzer was operating within specification.